Event description:
Physician was attempting to deliver 1 endeavor sprint drug-eluting stent to a moderately calcified lad lesion with 99% stenosis and tortuous vessel in a patient presenting with omi. Lesion was pre-dilated, however, 90% stenosis remained. Resistance was met at the lesion. When the physician removed the device deformation was noted. Another endeavor sprint stent was used successfully. No health hazard to the patient. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 3rd, 6th and 7th distal stent segments were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis moderate tortuosity and moderate calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis moderate tortuosity and moderate calcification. Inherent risk of procedure ¿ (deformation). (B)(4).